Manufacturer narrative:
Continuation of d10: 5071-53 lead implanted: (B)(6) 2019 6721m-50 lead implanted:(B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) epicardial leads exhibited loss of capture on the current electrograms (egm), oversensing with sensed events noted post ventricular blanking, and oversensing of noise resulting in inhibition of pacing. It was noted that the patient had an altered mental status and was unresponsive. It was further reported that approximately a month prior, the cardiac resynchronization therapy defibrillator (crt-d) experienced electromagnetic interference from an external, unknown source. The crt-d remains in use. The crt-d and rv epicardial leads remains in use. No further patient complications have been reported as a result of this event.